Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of below 40 mg/dl at the time of the incident. The customer used food to treated the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump delivered 15 units without their input while they slept. Troubleshooting was not completed as the customer was in a hurry. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The carelink report showed that 15 units were delivered via the bolus wizard, 300 grams of carbs were entered, and the bolus wizard recommended 16 units, but the maximum bolus of 15 units were delivered. The customer was asleep and does not recall using the pump or pressing on the pump during their sleep.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).